Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the user attempted to load a clip to the applier, the jaws got deformed during a surgery. Therefore, the applier was replaced with a new one to complete the procedure. Nothing fell/remained in the patient and no patient injury occurred".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50-pc. Lot in april of 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet, inc. ¿kenosha's manufacturing processes. Evaluation of the returned instrument shows that the jaws are loose and misaligned in the closed position but there is no visible damage to the jaw pivot pin area of the outer tube assembly. Further evaluation shows that the handle to jaw and knob rotation mechanisms are both dry and sluggish feeling and in need of proper lubrication. We are able to validate this complaint for the returned instrument. We are unable to determine what caused the jaws to be loose and misaligned to each other in the closed position and for the handle to jaw and knob rotation mechanisms to be dry and sluggish feeling but lack of proper lubrication and mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested and properly lubricated prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the user attempted to load a clip to the applier, the jaws got deformed during a surgery. Therefore, the applier was replaced with a new one to complete the procedure. Nothing fell/remained in the patient and no patient injury occurred".